Event description:
It was reported that a user experienced recurrent low blood glucose readings and treated daily hypoglycemia with oral glucose tablets, and troubleshooting and education were completed. Symptoms included low blood glucose 59 mg/dl. Outcomes included the need for self-treatment with oral glucose. Investigation included technical support review and user education. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device malfunction was identified and the event was attributed to an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.